Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon had difficulty locking the liner into the cup. On the third attempt, the anterior wall of the acetabulum fractured and the cup was removed. As a result, a 45 minute delay occurred. The surgeon completed the procedure with a competitor cup.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to improper positioning of the screws preventing the liner from seating into place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.